Event description:
It was reported that, during the kidney stone surgery a percuflex ureteral stent was going to be used. When the physician unpacked the device, it was found that the stent was fractured. Another ureteral stent package was opened, and it was fractured again. The procedure was completed with another of the same device. No patient complications were reported. This report is one of two complaints that pertain to the same event (MFR report # 2124215-2024-71116 and MFR report # 2124215-2024-71119).

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break. Block d6a: the implant date was in (B)(6) 2024. Block h11: the returned percuflex stent was analyzed, and a visual evaluation noted during the inspection, the stent shaft detached/separated into three pieces. The device was inspected under magnification, and it was possible to see that some drainage holes are stretched and deformed. It is possible to conclude that this problem could be caused by operational factors. Furthermore, there was evidence that force was applied to the device causing the detachment of the stent into three sections and probably the tension submitted caused the deformation and stretch of the drainage holes. The retrieval line may be removed before placement at the physician's discretion. If the retrieval line gets entangled in the stent and is removed using excess force, the stent could be detached/separated during the preparation affecting the performance of the device. Based on the analysis results of observed, an investigation conclusion code of adverse event related to procedure was assigned to this investigation.

Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of stent shaft break. The implant date was in (B)(6) 2024.

Event description:
It was reported that, during the kidney stone surgery a percuflex ureteral stent was going to be used. When the physician unpacked the device, it was found that the stent was fractured. Another ureteral stent package was opened, and it was fractured again. The procedure was completed with another of the same device. No patient complications were reported. This report is one of two complaints that pertain to the same event (MFR report # 2124215-2024_71116 and MFR report # 2124215-2024-71119).